Manufacturer narrative:
A user facility reported, "patient reported wound healing issues at the staple site and hair loss allegedly caused by the stapler." Deroyal industries, inc. Requested return of the device, but it was stated it was not available for return. Because the lot number was not provided, the work order was not able to be reviewed. An inventory check was performed on a box retained at deroyal and found to be acceptable. The risk analysis was not reviewed as this is a purchased item and deroyal does not own the risk documentation. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). A supplier corrective action request (scar) will be issued to the supplier/manufacturer, teleflex llc. The supplier reported that they were unable to perform a full investigation because the sample nor the lot were provided. Root cause: the root cause was unable to be determined because the sample nor the lot were provided and therefore no specific investigation was able to be performed. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
A user facility reported, "patient reported wound healing issues at the staple site and hair loss allegedly caused by the stapler."

Manufacturer narrative:
A user facility reported, "patient reported wound healing issues at the staple site and hair loss allegedly caused by the stapler." Deroyal industries, inc. Requested return of the device, but it was stated it was not available for return. A supplier corrective action request (scar) will be issued to the supplier/manufacturer, teleflex llc. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.